Event description:
It was reported that this right atrial (ra) lead presented high out of range impedance measurements and when examined by x-ray imaging it was found this ra lead had dislodged due to patient suffering from twiddlers syndrome. Subsequently, this ra lead was repositioned and remains in service. No additional adverse patient effects were reported.